Manufacturer narrative:
The field service engineer evaluated the console at the user facility. The reported complaint condition was duplicated. Once the fluid level sensor was replaced the console functioned as per specification. The sensor that was removed was found to have raised edges and a face that was no longer convex. This is seen over time where the sensor's face becomes flat and loses the contact patch required to function as expected.

Manufacturer narrative:
Quest medical, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history.

Event description:
The hospital perfusionist reported an issue encountered with the mps2 console during use. He reported that the console was opening the vent valve while cardioplegia was being delivered. The report stated that as a result of the alleged issue, longer doses of cardioplegia were administered and he had to turn the flow rate higher to maintain pressure. The perfusionist stated that there were no patient complications reported but the delivery of cardioplegia was delayed as a result of the alleged issue. A field service engineer will travel to the hospital to evaluate the console and repair as necessary.